Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer stated he might have rolled over on it while sleeping. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.